Event description:
Boston scientific received information that this device was explanted due to early end of life (eol) declaration due to higher than normal charge times.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.